Manufacturer narrative:
There was no device returned to olympus for evaluation/investigation. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. However, as clearly stated as a warning note in the instructions, the telescope's distal end or the light-guide connector must not be placed on the patient's skin, on flammable materials or on heat-sensitive materials as otherwise there is a risk of thermal injury to the patient's tissue, burns to the patient's or user's skin or burns or thermal damage to surgical equipment. The nurse apparently did not follow these instructions since she sustained a burn on her arm when she came into contact with the hot connector of the light-guide cable. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that after an unspecified surgical procedure, the nurse sustained a burn of approx. 4 cm in size on her left arm when she came into contact with the hot connector of the light-guide cable. There was no malfunction of the light-guide cable and the burn was reportedly treated and bandaged at the dermatology department.